Event description:
Information was received indicating that after five hours of use of the smiths medical cadd extension set, it was noted that the connection point was leaking. No adverse effects were reported.

Manufacturer narrative:
The device was no returned but conclusions were able to be drawn from a picture that was received. In the picture, it was observed that there was an arrow showing a small point in the male luer. No leaks can be confirmed or observed since the device was not returned. A review of the manufacturing process was conducted in order to verify that there are no situations or practices that could create the event as described in "description of non-conformance" section. All procedures are being carried appropriate. Quality personnel takes 15 sample units every two (2) hours to inspect: parts are free of excessive bonding residue and smudges, tubes are not occluded, tubes are not kinked or coiled too tightly, parts are free of damage (scuffs, pinch marks, etc.), cracks, crazing, cuts or other workmanship defects that can affect assembly function or appearance.